Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting t-wave oversensing causing untreated episode. When the patient was performing maneuvers, low amplitude signals were noted with myopotential signals. This device was reprogrammed to secondary vector. Subsequently, this s-ICD and electrode were both explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting t-wave oversensing causing untreated episode. When the patient was performing maneuvers, low amplitude signals were noted with myopotential signals. This device was reprogrammed to secondary vector. Subsequently, this s-ICD and electrode were both explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed and no anomaly was noted. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.